Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was found to have high impedances on all contacts of device. Surgical intervention occurred to explant and replace the device to address the issue. Therapy was restored.